Event description:
It was reported that stent thrombosis occurred. The subject was enrolled in the eminent study on (B)(6) 32017, and the index procedure was performed on the same day. The target lesion was located in the right distal superficial femoral artery (sfa) with 100% stenosis. The target lesion was 110 mm long with a proximal reference vessel diameter of 4.3 mm and a distal reference vessel diameter of 4.2 mm. It was classified as a tasc ii b lesion. The target lesion was treated with direct placement of a 6 mm x 120 mm study stent. Following post dilation, residual stenosis was 0%. On (B)(6) 2017, the subject was discharged on aspirin and clopidogrel. On (B)(6) 2020, the subject was diagnosed with stent re-occlusion in right sfa. The event was classified as stent thrombosis and revascularization. The subject was hospitalized on the same day for treatment. On (B)(6) 2020, 100% stenosis in the right mid sfa was treated with thrombolysis and percutaneous transluminal angioplasty (pta), resulting in 0% final stenosis. On (B)(6) 2020, the event was considered recovered/ resolved. On (B)(6) 2020, the subject was discharged. It was further reported that on (B)(6) 2020, the subject visited for planned lysis therapy follow-up due to compensated ischemia of the right forefoot caused by the subacute recurrence of occlusion of the right sfa. On the same day, the subject was hospitalized for further treatment. During the event, the subject was on aspirin and clopidogrel. On (B)(6) 2020, 100% stenosis in the right mid sfa was treated with 27.5 hours of local lysis with initial fractionated administration of 4 mg actilyse and subsequent continuous administration of approximately 23 mg actilyse. The subject had a hyperventilation syndrome after 24 hours; hence, a computerized tomography (CT) follow-up was performed to rule out a large retroperitoneal hematoma. Later, a lower leg angiography at the right side revealed demasking of two short causal 80 to 90% in-stent restenoses at the stent exit as well as a 1 cm wide proximal and two short 70% stenoses upstream. The popliteal artery was noted to be without stenosis and has a normal caliber. A complete recanalization was performed for the long subacute occlusion in the right sfa, followed by dilatation of the neointima-triggered restenoses with a balloon pta of up to 5 mm, resulting in 0% final stenosis. Post-treatment angiography showed good hemodynamic results and restoration of the original lumen width with smooth wall contours without any evidence of peripheral macroembolism. On (B)(6) 2020, the subject was discharged in a good general state. The subject was recommended to be on dual antiplatelet therapy, daily for 6 months, and then a monotherapy with 100 mg thrombo ass daily.

Event description:
It was reported that stent thrombosis occurred. The subject was enrolled in the (B)(6) study on (B)(6) 2017, and the index procedure was performed on the same day. The target lesion was located in the right distal superficial femoral artery (sfa) with 100% stenosis. The target lesion was 110 mm long with a proximal reference vessel diameter of 4.3 mm and a distal reference vessel diameter of 4.2 mm. It was classified as a tasc ii b lesion. The target lesion was treated with direct placement of a 6 mm x 120 mm study stent. Following post dilation, residual stenosis was 0%. On (B)(6) 2017, the subject was discharged on aspirin and clopidogrel. On (B)(6) 2020, the subject was diagnosed with stent re-occlusion in right sfa. The event was classified as stent thrombosis and revascularization. The subject was hospitalized on the same day for treatment. On (B)(6) 2020, 100% stenosis in the right mid sfa was treated with thrombolysis and percutaneous transluminal angioplasty (pta), resulting in 0% final stenosis. On (B)(6) 2020, the event was considered recovered/ resolved. On (B)(6) 2020, the subject was discharged.

Event description:
It was reported that stent thrombosis occurred. The subject was enrolled in the eminent study on (B)(6) 2017, and the index procedure was performed on the same day. The target lesion was located in the right distal superficial femoral artery (sfa) with 100% stenosis. The target lesion was 110 mm long with a proximal reference vessel diameter of 4.3 mm and a distal reference vessel diameter of 4.2 mm. It was classified as a tasc ii b lesion. The target lesion was treated with direct placement of a 6 mm x 120 mm study stent. Following post dilation, residual stenosis was 0%. On (B)(6) 2017, the subject was discharged on aspirin and clopidogrel. On (B)(6) 2020, the subject was diagnosed with stent re-occlusion in right sfa. The event was classified as stent thrombosis and revascularization. The subject was hospitalized on the same day for treatment. On (B)(6) 2020, 100% stenosis in the right mid sfa was treated with thrombolysis and percutaneous transluminal angioplasty (pta), resulting in 0% final stenosis. On (B)(6) 2020, the event was considered recovered/ resolved. On (B)(6) 2020, the subject was discharged. It was further reported that on (B)(6) 2020, the subject visited for planned lysis therapy follow-up due to compensated ischemia of the right forefoot caused by the subacute recurrence of occlusion of the right sfa. On the same day, the subject was hospitalized for further treatment. During the event, the subject was on aspirin and clopidogrel. On (B)(6) 2020, 100% stenosis in the right mid sfa was treated with 27.5 hours of local lysis with initial fractionated administration of 4 mg actilyse and subsequent continuous administration of approximately 23 mg actilyse. The subject had a hyperventilation syndrome after 24 hours; hence, a computerized tomography (CT) follow-up was performed to rule out a large retroperitoneal hematoma. Later, a lower leg angiography at the right side revealed demasking of two short causal 80 to 90% in-stent restenoses at the stent exit as well as a 1 cm wide proximal and two short 70% stenoses upstream. The popliteal artery was noted to be without stenosis and has a normal caliber. A complete recanalization was performed for the long subacute occlusion in the right sfa, followed by dilatation of the neointima-triggered restenoses with a balloon pta of up to 5 mm, resulting in 0% final stenosis. Post-treatment angiography showed good hemodynamic results and restoration of the original lumen width with smooth wall contours without any evidence of peripheral macroembolism. On (B)(6) 2020, the subject was discharged in a good general state. The subject was recommended to be on dual antiplatelet therapy, daily for 6 months, and then a monotherapy with 100 mg thrombo ass daily. It was corrected that the target lesion was located in the right mid to distal sfa with 100% stenosis. On (B)(6) 2020, there was 70% stenosis in the right proximal to distal sfa.